Event description:
It was reported that the patient complained of increased seizures and chest pains while the device has been turned on. The device was originally turned off in (B)(6) 2014, but was turned back on (B)(6) 2015. As a result, the device was turned back off on (B)(6) 2015. Clinic notes dated (B)(6) 2015 reported that the patient¿s anti-seizure medication was never increased at the last appointment. However, the patient had not had a seizure for 9 days. She even made through her menstrual cycle without a seizure which is rare for her. However at this visit, the patient reported that she was having seizures almost daily feeling pain in her chest around her generator. She asked that the vns be turned off. Device diagnostics were within normal limits on this date, indicating proper device function. Good faith attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the device is still off and explant is being pursued. Clinic notes dated (B)(6) 2015 report that the patient had seizures the weekend prior; prior to that, the patient was doing well. The only difference was taking oral folic acid. The patient complained of feeling vns stimulation off and on. Upon interrogation, the physician confirmed the device is programmed off. The patient would grab her chest before the seizures. The patient continued to express that she wants vns removed. There was no complaint regarding pain. No known surgical interventions have occurred to date.

Manufacturer narrative:
The initial report inadvertently reported the incorrect date of birth.

Event description:
It was reported that the explanted products were discarded per the hospital, so analysis is unable to be performed.

Event description:
It was reported that the patient had vns explant surgery on (B)(6) 2015. The explanted devices have not been received by the manufacturer for analysis to date.